Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the available information. In this case, the pvl was most likely the result of the low positioning of the valve. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. In this case, it was reported that the fluoroscopic imaging quality was poor and the implant was performed quickly, which might have contributed to the inaccurate delivery, but a conclusive cause of the low implant depth could not be determined from the available information.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted in too low a position, with poor fluoroscopic imaging quality and the speed of the implant cited as contributing factors. A post-implant echocardiogram showed moderate to severe paravalvular leak (pvl). A snare was used to reposition the valve two millimeters higher, which decreased the pvl to a mild to moderate level. The implant team elected to monitor the patient. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.